Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a 16mm lesion in the rca with 85-90% stenosis and moderate calcification, moderate tortuosity. The device was removed from packaging per the instructions for use and inspected with no issues noted. The device was prepped with no issues noted. The lesion was pre-dilated with a 2.0 x 12 balloon at 14 atms at 1 inflation. It is reported that before inflation when the physician checked the stent under scopy, they realized that the struts of the stent had been damaged. It is reported that stent deformation occurred in vivo during positioning. Resistance was encountered when advancing the device and it is unknown if excessive force was used during delivery. The device was retracted from the patient with no problem and the procedure was completed using another stent of the same brand and size. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of the device (lesion morphology ¿ 85-90% stenosis and moderate calcification, moderate tortuosity); no device received for evaluation; no results available since no evaluation was performed (device or procedural notes not returned for evaluation). Conclusions: known inherent risk of a procedure (stent deformation); device failure related to patient condition (lesion morphology ¿ 85-90% stenosis and moderate calcification, moderate tortuosity); unable to confirm complaint (device or procedural notes not returned for evaluation). (B)(4).

Manufacturer narrative:
Results: deformation issue (stent).

Event description:
Evaluation summary: the first three proximal stent segments were severely deformed. No other damage was noted to the device.